Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that high lead impedance was observed during implant procedure. The lead was replaced and good measurement was found. The condition of the patient after the procedure was good.